Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the damage pattern described, it is assumed that the damage was thermally and mechanically induced. The reported fault description is most likely due to the effect of a large mechanical force caused by an impact or fall. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ceramic tip of the subject device was damaged. There were no reports of patient involvement.